Event description:
It was reported that when the fiber was connected to the console and turned on for a procedure, a crack sound was heard and the fiber was found to be broken. The fiber was replaced and the procedure was performed without reported complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector was in good condition; however, light was not passing through the face. The fiber was connected to console, and there was no aiming beam. The console read: error #55: fiber has exceeded recommended # of uses. The observed condition of no light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing.

Event description:
It was reported that when the fiber was connected to the console and turned on for a procedure, a crack sound was heard and the fiber was found to be broken. The fiber was replaced and the procedure was performed without reported complications.